Event description:
Information received by medtronic indicated that customer reported that the insulin pump received pump error alarm. Troubleshooting indicated that the customer was able to clear the alarm and was able to rewind the insulin pump. Customer also performed displacement test and the test was passed. No further patient complications were reported. The pump usage was unknown. The device will not be returned for the analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w ver 4.11d. Retainer = black. Case type = ngp. The customer returned the pump for alleged pump error 37 alarm found on 9/20/2022. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thus. There were no pump error 37 alarm noted during testing and a review of the pump history file reveals on 9/20/2022 there were two (2) pump error 37 alarms (21:28 and 21:45) that occurred. Further review of the pump history file shows on 9/20/2022 at 21:30 there was a pump error 53 linenumber 5632 filenumber 2005) alarm and pump error 4 (linenumber 2727 filenumber 32122) alarm. Pump error 53 alarm is due to a software error and pump error 4 is a secondary error and is the consequence of pump error 53. The pump was cut open for a visual inspection. No evidence of physical or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. The motor was tested outside of the pump on the ngp stb3 and passed. The pump error 37 alarms located in the history files may have been an intermittent failure that was not detected during our testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing serial number label, end cap address label faded, and pillowing keypad overlay. Pump error 37 alarm is not confirmed. No pump error 37 alarm occurred during testing. Pump error 53 alarm is confirmed due to a software error. Pump error 4 alarm is confirmed due to pump error 53. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was retuned for analysis.